Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v233248, implanted: (B)(6) 2009, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that there was an alleged overdischarge (od) on the patient¿s implantable neurostimulator (ins) and could not charge the device since (B)(6) 2016. The patient had brain surgery done and at that time was told not to take any medications and not to use the ins therapy. The last successful charge was approximately (B)(6) 2016. It was noted that the patient¿s managing healthcare professional (hcp) no longer worked with the manufacturer¿s product and was not ¿helping¿ the patient. The patient was distressed and was crying during the report and not further information was obtained. Additional information received from the patient reported that they have not seen their managing physician about the inability to charge and the alleged overdischarge issue. It is unknown if the patient¿s brain surgery was related or due to the device or therapy. The patient had decompression surgery on (B)(6) 2016, they didn¿t use the implantable neurostimulator (ins) until "symtol" occurred and then the device did not work. It was also reported that the patient could never charge the ins completely and the battery or the leads around the patient¿s lower back would get hot which would prevent them from recharging. The issues were yet to be resolved and the patient was in a long process of getting the device removed since (B)(6) 2017. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. The patient reported that their device always got hot from the time of the second revision surgery for their first ins. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. The patient called in and requested that an recall letters be sent to them. The patient reported that the FDA contacted them and that their doctor never received a letter about their recalled lead. It was noted that there was no recent recall on the specified lead. The patient was angry and disconnected the call. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.